Manufacturer narrative:
Full UDI# provided. Investigation summary: we have tried to obtain the incident device for evaluation with no success. In the absence of the subject device, it is difficult to determine the root cause of the incident. A review of the manufacturing records for this lot confirmed that the product passed all manufacturing and quality inspections. The exact root cause of the incident remains unknown. All inzii retrieval systems undergo 100% visual inspection during the assembly and packaging process. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when this report was submitted, then a supplemental report will be submitted to the FDA.

Manufacturer narrative:
The incident device anticipated to return. A follow-up report will be provided upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.

Event description:
"Endocatch bag ripped open when being pulled out of patient. This item is in a red bag -contaminated." Patient status- no complications noted in record.